Manufacturer narrative:
PMA/510(k) #: exact rpn unknown. Provided for all zilbs devices k163018 or k020788. Evaluation: the zilbs device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution, zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. There is evidence to suggest the user did not follow the IFU(ifu0125-0) . Stent in stent placement is not described in the IFU. Root cause review: a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the user deployed with stent in stent placement. Stent malfunction occurred after stent-in-stent deployment. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the adverse effects were cholangitis and/or jaundice, elevated liver enzyme levels, and bile duct dilation. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Hong ¿endoscopic reintervention for stent malfunction after stent-in-stent deployment for malignant hilar obstruction¿. Stent malfunction occurred during follow-up in 20 (38%) of the 52 patients with placement performed using the sis method. Endoscopic reintervention was attempted in 12 patients. Technical success was achieved in 10 patients (10/12; 83%). Bilateral stenting was attempted in 8 patients. Bilateral plastic stents were placed in 4 patients and bilateral plastic and metal stents were placed in 2 patients.

Manufacturer narrative:
PMA/510(k) #: exact rpn unknown. Provided for all zilbs devices k163018 or k020788. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hong ¿endoscopic reintervention for stent malfunction after stent-in-stent deployment for malignant hilar obstruction¿. Stent malfunction occurred during follow-up in 20 (38%) of the 52 patients with placement performed using the sis method. Endoscopic reintervention was attempted in 12 patients.